Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage lumen of the foley catheter had obstruction. When placed in high care unit, it was not used due to obstruction with no urine flow.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be eye punch (eye slug not removed) caused no flow/reduce flow at time placement. A review of the device labeling have been conducted . A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drainage lumen of the foley catheter had obstruction. When placed in high care unit, it was not used due to obstruction with no urine flow.